Event description:
It was reported that: the operating room nurse opened the outer blister and the tyvek peel ripped causing a contamination risk. The nurse removed the inner blister and the inner tyvek wrap and had the scrub tech remove by hand."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.